Manufacturer narrative:
This report is filed june 23, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient with a new device, as of the date of this report.